Manufacturer narrative:
It was claimed that flow transducer test failed during pre-use check. Identification of issue has been done by analyzing problem description, service report, device¿s logs and related support case. According to the information provided by the technician, the pc1785, gas modules, pc1991, pc1992 and pc2024 were replaced but those actions did not solve the issue. Finally, diss air filter was found defective and replaced. The issue has been resolved and the device was delivered to the user in working condition. This record was decided to be reported based on available information as defective diss air filter may lead to stop of ventilation. The review of attached device's logs confirmed occurrence of flow transducer test failure (mon). In order to conduct further analysis of the case, more detailed information is required. Unfortunately, the claimed part was not available for further analyze. Therefore, the root cause to the reported issue has not been determined. The correction of fields device manufacture date and usage of device was required. This is based on the internal evaluation. Previous manufacture date: 08/12/2020. Corrected manufacture date: 08/07/2020. Previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).